Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated low glucose after initiation of the ilet pump and perceived the pump¿s insulin dosing as excessive; the user treated lows with oral glucose and was transferred to clinical support for additional guidance, while the pump remained in its early learning period with noted reductions to basal and bolus delivery. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.